Event description:
The device was used during a lavh procedure. Reportedly, the instrument did not fire. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
1/23/1998-supplemental report #1 submitted to FDA. The instrument was returned severely bent; however, the instrument's firing mechanism is fully functional. Qa could not reliably determine the cause of the instrument's damage.